Event description:
A report was received that the patient underwent a pocket revision to move the pocket location. After the revision, the patient is reportedly getting good coverage.

Manufacturer narrative:
Patient weight not available. Device remains in patient. This is the final report.